Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with consistent urinary incontinence. The patient feels the pump is more difficult to manipulate than their previous pump. The physician evaluated the patient and determined there were no device issues. There has been no surgical intervention, and the patient will follow up with another provider for further guidance. There were no additional patient complications.

Manufacturer narrative:
Implant date:d6a (B)(6) 2022 estimated.